Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that she keeps getting an unexpected restart alarm after a battery change and it will require her to change the battery. Customer reported an unexpected restart alarm and a crack on her insulin pump. Customer reported that unexpected restart alarm still occurred after the new battery insert. Advise that the pump will need to be replaced. Advise to monitor the pump and that patient may continue to wear the pump until replacement arrives. Customer declined troubleshoot for pump crack and low battery issues elected to proceed with pump replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind test. No unexpected restart alarm or low battery alarm noted. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, broken off reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.